Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Event description:
According to the user filed medwatch report: "the pt was being induced under anesthesia when the crna and mda went to ventilate the pt, they were unable to do so because there was an air leak. The valve on the condensation trap appears to have stuck open thus allowing air to escape; preventing proper ventilation. Staff reviewed the normal process and algorithm and found no practice deviations from the standard work. As a result of this incident, they had to wake the pt, changed rooms and equipment, and reinduced the pt."